Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device is part of the field action and has tested consistent with the field action.

Event description:
It was further reported that longevity was recalculated using the most current version of the calculator. The revision originally did not accurately account for an lv setting of 8.0v. The new calculation shows the device met its expected longevity.

Manufacturer narrative:
Product event summary: longevity was recalculated using the most current version of the calculator. The revision originally uses did not accurately account for an lv setting of 8.0v. The new calculation shows the device met its expected longevity. The longevity task and afc have been updated.

Event description:
The device was returned after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.